Event description:
Mother reported the infusion device stopped delivering insulin while the patient was on a cruise, and he developed diabetic ketoacidosis and was hospitalized. Mother believes this occurred between (B)(6) 2013. Patient does not trust the infusion device and is delivering insulin via pen. The infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
Treatment start date was unknown. This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the production data shows no deviations of the specifications result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.